Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebn0646 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a 4fr PICC was inserted. The health professional reportedly flushed the line with about 5mls of normal saline (posiflush xs) to get the intraluminal ECG to work and patient suddenly said that they felt funny. The patient had facial flushing and difficulty of breathing. The patient's pulse went up and her temp was 38.1 degrees c. The health professional pulled the stylet out, administered o2, and gave hydrocortisone 100 mg IV. He used a different saline flush this time and dressed the line. The patient breathing improved and her temp went down after a few minutes. PICC is still in situ. Hospital has requested written documentation as to whether there is any nickel in our ck solo packs.